Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump alarmed no delivery during bolus. Reservoir was not empty. Customer's blood glucose was 300 mg/dl. Customer was disconnected. Fixed prime was performed, insulin did not exit, and device alarmed. Customer pushed insulin manually and insulin did not exit. Customer was advised to do a complete set change. Customer was unable to perform high pressure test due not having the clamp. Insulin did exit after prime. No further information reported